Manufacturer narrative:
Additional information received from the local field representative indicated that the device was programmed coil to can. No additional intervention was performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure this right ventricular (rv) lead exhibited high shock lead impedances of 145 ohms. The shock impedances in the rv to can configuration were 55 ohms. Boston scientific technical services (ts) discussed reprogramming options. No adverse patient effects were reported.